Manufacturer narrative:
Product complaint # (B)(4), batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Maude report # mw5086614.

Event description:
It was reported that during an emergent exploratory laparotomy procedure; the proximate stapler tlc10 misfired and the surgeon had to redo the anastomosis. Additional information was provided from the hcp that to close our common channel we used a 100mm stapler. Of note, this was done twice because after the first attempt there was a set of staples that did not fire and there was a big hole in our closure of the common channel. After the second attempt we were able to close the common channel without any issues. Per or staff, patient in or for emergent exploratory laparotomy for perforated bowel x2 on (B)(6) 2019. At 2250, doctor requested for ethicon proximate stapler tlc10 100mm. A tlc10 stapler was opened and used. Per the doctor this particular stapler misfired and he had to redo the anastomosis. A reload tcr10 was opened and used for the redo anastomosis and per the doctor this one worked well.